Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose levels of over 400 mg/dl. Blood glucose was treated with manual injection. Caller reported that high blood glucose was due to infusion set leak and declined troubleshooting. Insulin pump is not expected to return for failure analysis.